Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 08/24/2023, 09/06/2023, and 09/13/2023 to obtain confirmation of the software reload and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
On (B)(6) 2023, the customer contacted philips for the same v60 device and same device issue of shutting down and back on. The customer biomedical engineer (bme) confirmed the error codes occurred again in the significant event log. The customer was again informed by the rse to first reload the software and then, if the issue persists, to replace the central processing unit (cpu). The customer bme stated that they would reinstall the 2.30 version software and test the unit for 24 hours before placing the device back into service. This investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shut down and then powered back on. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the issue occurred while a patient was being transported. There was no harm reported as a result of the device issue. The rse performed troubleshooting with the customer and the customer found that there was an error code in the event log. The customer was informed that the manufactures recommendation for the error code found was to first reload the software and then, if the issue persists, to replace the central processing unit (cpu). The customer stated that they would reload the software and then callback if further assistance was needed. This investigation is ongoing.